Event description:
It was reported that the ventilator generated an alarm indicating a high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a high airway pressure. Identification of issue has been done by analyzing problem description and service report. The issue was resolved by the customer himself, as breathing tube was found deformed and its adjustment solved the problem. The issue was decided to be reported as the airway pressure high alarms may lead to insufficient ventilation to the patient or no ventilation. There was no patient harm. Unfortunately, the device's logs or more details about deformed breathing tube were not available for further analysis, therefore the root cause of the reported event has not been determined. H3 other text : 4112.